Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that during pedicle preparation, the tip of a denali straight thoracic probe broke intra-operatively. Surgery was successfully completed with a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The sales representative stated that the probe fractured during a plif procedure and that the patient's bone was hard and sclerotic. A 2015 CAPA determined that probe tip fractures were consistent with excessive force, as thoracic probes are often used in the lumbar and sacral areas of the spine. However, since lot number is unknown, it cannot be determined whether the device falls under the scope of the CAPA. Since the device is not available, an exact cause could not be determined. Potential causes include: excess impaction force applied or normal wear due to extensive use or device age. H3 other text : device was discarded.

Event description:
It was reported that during pedicle preparation, the tip of a denali straight thoracic probe broke intra-operatively. Surgery was successfully completed with a 10 minute delay. No adverse consequences or medical intervention were reported.